Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37752, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that the patient¿s recharger was not working; a ¿call your doctor¿ message was seen three to six months prior to the report. At the time of the call, the patient put the implantable neurostimulator recharger (insr) over the ins and it worked with no problem. It was confirmed that the issue was not with their second recharger because she used it recently to charge with no issue. In conclusion, if the message was seen again, the patient was directed to write it down or take a picture of it. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.